Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited artifact on the atrial channel which appears to be due to interaction with minute ventilation or oversensing of the respiration signal. A review of the stored data identified inappropriate atrial tachycardia response (atr) episodes and varying atrial pacing impedance measurements which had exceeded 2000 ohms. A boston scientific technical services consultant discussed the clinical observations with the caller and instructed the caller to program off respiratory related trend (rrt) and perform troubleshooting for the lead. No adverse patient effects were reported.